Event description:
The pump involved in this report was found to deliver too slow in the xl speed during preventative maintenance by the customer. The reporting facility indicates no pt incidents have been associated with the use of this pump.